Event description:
It was reported that in sterile processing on an unknown date, a cable tensioner had a cable stuck in it. There was no patient involvement. This report is for a cable tensioner. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Date of event is an unknown date in 2022. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a synthes employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Date of event is an unknown date in 2022. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a synthes employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that in sterile processing on an unknown date, a cable tensioner had a cable stuck in it. There was no patient involvement. This report is for a cable tensioner. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h6: part: 391.201. Synthes lot: p049357. Supplier lot: n/a. Release to warehouse date: october 08, 2009. Expiration date: n/a. Supplier: pioneer surgical technology. No nonconformance reports (ncrs) were generated during production. Review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. The product was returned to depuy synthes for evaluation. The depuy synthes team forwarded the device to resolve surgical which conducted a visual inspection of the returned device. Visual analysis of the returned sample was performed on cable tensioner. Through a visual investigation, stuck cable segment was removed from device, however several small fragments of cable are still lodged in the collet tip area of the tensioner in a way that does not allow a cable to be passed through the device. Due to these cable fragments, the device could not be tested. It was noted that the device operates smoothly and visually it appears that the collet tips move from the full open position to the closed position normally. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed for the cable tensioner. The received condition of the cable tensioner confirmed that fragments of cable lodged in the collet tip area of the tensioner does not allow a cable to be passed through the device. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.